Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown part/screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient required a revision procedure for an mtp fusion due to a non union and subsequent screw failure. Prolongation of hospital stay. First mtp fusion is the type of surgery. Two of the six screws broke as the fusion didn't heal. The surgeon doesn't blame the implants for this. The surgeon doesn't know why the patient didn't heal. He has been active on the foot so possibly too much movement. They removed the old plate and screws (2 of which were broken) , before proceeding to use the designated revision plate from the set filling all the screw holes. Between taking off the old plate and putting the new plate on, the surgeon stimulated the fusion site by debriding some of the bone and drilling in a k-wire to both the proximal and distal ends to help stimulate healing. He then also used op-1 at the fusion site. Patient outcome not known yet. This report is 2 of 2 for (B)(4).